Event description:
The customer reported the remote alarm connector was broken. The customer reported the ventilator was not in use on a patient and therefore there was no patient involvement or harm. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms. As the device was out of warranty, the biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer replace the main pcb board to correct the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.